Event description:
The dentist reported near 2 months after the dental implant was installed in intraoral region #19, it was verified its non osseointegration. 40 ncm of primary stability was achieved and immediate load was not performed.